Manufacturer narrative:
The field service engineer (fse) investigated the issue, replaced the sample probe, and readjusted the probe rise. After the fse service, the module was verified to be performing within specifications. The customer performed calibrations and qcs with acceptable results. Reagent issues were excluded as calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. Facility name is (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium (ca2), cholinesterase (che2), and alkaline phosphatase (alp2) on a cobas pro c 503 analyzer. The sample initially resulted in a che2 value of 1.0 ku/l which was repeated on the same analyzer as 1.54 ku/l. The second repeated measurement was in another cobas pro c503 analyzer and the result was 5.46 ku/l. The sample initially resulted in an alp2 value of 15 u/l, which was repeated as 39 u/l. Results from the calcium assay were requested but not provided. The serial number of the second cobas pro c 503 analyzer was requested, but not provided. The ca2 and alp2 lot numbers and expiration dates were requested, but not provided. The che2 reagent lot number was 58644601 and the expiration date was 31-out-2022. The questionable results were reported outside of the laboratory.